Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ll euro 125 s/c was cracked. The following information was provided by the initial reporter: while drawing ppi water for vidaza vial reconstitution, a crack in the body of the ll5ml syringe was detected. No consequences for the operator and the patient. The device did not come in contact with a cytotoxic substance. Precautionary measures and actions taken: quarantine the defective syringe and use a new syringe.

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: one photo was received and evaluated. The photo showed part of a loose 5ml syringe (p/n 309649) with customer attached tip cap. A vertical crack could be seen extending from just above the zero line to just below the 4ml grad line. Due to the resolution of the photo, it could not be determined if the crack was on the printed surface. The damage observed was non-conforming per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 5ml ll euro 125 s/c was cracked. The following information was provided by the initial reporter: while drawing ppi water for vidaza vial reconstitution, a crack in the body of the ll5ml syringe was detected. No consequences for the operator and the patient. The device did not come in contact with a cytotoxic substance. Precautionary measures and actions taken: quarantine the defective syringe and use a new syringe.